Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The pt underwent a lumbar drain placement. The touhy needle was inserted using x-ray. When the guide wire was removed, the tip of the needle remained lodged in the pt's lumbar spine. The length of the tip was not provided. It was reported that the physician chose to leave the piece of the tip in the pt (reason not provided). Another lumbar drain was placed. The pt is doing "okay". The user facility has the other part of the needle in their possession. Cross referenced to maude event report (B)(4).